Manufacturer narrative:
Follow up 02/24/2016: it was reported that the customer's blood glucose (bg) level was in the 200s (mg/dl), and customer no longer had ketones. Customer indicated that health care provider had been contacted to discuss factors that may be contributing to elevated bgs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 500s (mg/dl) and trace ketones. Customer administered a correction bolus to treat bg level. Although requested, customer declined to complete and troubleshooting with tandem technical support.